Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in diabetic ketoacidosis (dka) and blood glucose (bg) was 500 mg/dl. Infusion set was changed and a correction bolus was delivered to address bg. Customer was admitted to the hospital. Intravenous insulin, electrolytes and antibiotics were administered. Elevated bg/dka were resolved with no permanent damage. Customer had not yet been discharged at the time of the report. Contact/customer did not know cause of elevated bg. Prior to hospitalization there were no pump alerts or alarms. Although multiple attempts were made by tandem technical support and tandem clinical diabetes specialist to obtain additional information, contact did not reply.